Manufacturer narrative:
Service & repair evaluation: the customer reported the item had a cable stuck in it. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(4) 2016. The vendor removed the stuck cable and welded a new nose piece to the tensioner. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: part no. 391.201, lot no: p307216. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 11-jul-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cable became stuck in the cable tensioner. While the event did occur intra-operatively, there was reportedly no serious injury to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 391.201, lot p307216: release to warehouse date: july 11, 2005. Supplier- pioneer surgical technology. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.